Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. The patient was treated with vancomycin injections intraperitoneally (2g once every 3rd day, duration not reported), ceftazidime intraperitoneally (2g daily for fourteen days), and heparin (2ml every exchange, route and duration not reported) for the peritonitis event. Action taken with therapy was not reported. At the time of this report, the patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, peritoneal dialysis was discontinued, the patient¿s peritoneal dialysis catheter was removed, and the patient was switched to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.